Event description:
It was reported that the reservoir is disconnecting from the oxygenator and some caps from the hemoconcentrator and oxygenator are falling off during shipping. The customer reported that it is easy to reassemble. No pts were involved. This report was submitted as a general observation with no units being returned to the MFR for investigation.

Manufacturer narrative:
The device is not available for evaluation, however an investigation into this issue has been initiated. A supplemental report will be submitted when the investigation is complete. (B)(4).